Event description:
A male underwent initial aaa repair in 2007. The physician placed one main body and two iliac leg grafts. Over time, the right iliac aneurysm continued to grow from the previous placement resulting in a distal type I endoleak leaving the limb floating. The physician then went in in early 2009, and placed two additional iliac leg successfully to resolve the endoleak; patient is doing well.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU advises on appropriate follow up so that changes in the structure, should they occur, can be handled appropriately. Additionally, the IFU warns that an inadequate landing zone may increase the risk of an endoleak. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.